Event description:
Resident 8 ft from bed lying in supine position. Prior to incident res was in bed. Posey sitter ii sensor alarm in place and power "on". Alerted to incident and no alarm sounding. Initially did not think alarm was turned on and then after several minutes of being in the room noticed power was "on". Reporter then sat down on the pad to check it. When reporter stood there was no alarm sounding. Reporter started to pull the sensor from under the sheet and it started to alarm. Reporter placed hand in several locations and it made scratchy type noises partial alarming sound indicating a short in the wiring.